Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach insulation degradation adjacent to the connector boot noted at 4.5 cm, 4.7 cm, 5.0 cm, and 5.3 cm from the connector pin.